Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-feb-2024.

Manufacturer narrative:
Device evaluation: the 02 x zebd-7-4 zimmon biliary stent set of unknown lot number were involved in this complaint. With the information provided, a document-based investigation was conducted. This file is open to capture the 02 cases of off-label usage of 02 zebd-7-4 stents used. Double pigtail stent across the fistula for a cyst drainage is off-label use. Zebd is intended to drain obstructed biliary ducts. This file was created in response to¿ MDR-2063¿. Pr¿s also open in relation to this study are as follows: pr 408144- MDR-2063, sepsis pr 408148- MDR-2063, other device issue(cystotome needle knife),unintended surgical occurrence after endoscopy pr 408149- MDR-2063, bleeding(haemorrhage) puncture site (gastric/duodenal) pr 408150- MDR-2063, bleeding(haemorrhage) puncture site (gastric/duodenal) pr 408151-MDR-2063, sepsis pr 409237-MDR-2063, off-label use of zebd pr 409242-MDR-2063, off-label use of zebd the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all zimmon biliary stent set devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use /or label review: as per the IFU (0045) intended use statement ¿this device is used to drain obstructed biliary ducts¿. Bleeding is a known adverse event as per the IFU ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic action to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest¿. As per clinical input, bleeding that the patients experienced were deemed unrelated to the cook biliary plastic stent." There is evidence to suggest the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off -label use was identified. The 02 x zebd -7-4 double pigtail stents were placed across the fistula for a cyst drainage is off-label use. Zebd stents are intended to drain obstructed biliary ducts. As per the IFU "this device is used to drain obstructed biliary ducts". Bleeding /hemorrhage is a known potential adverse event associated with ercp. As per the IFU. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: failure identified: as per customer/ or rep testimony double pigtail stent across the fistula for a cyst drainage is off-label use. Zebd is intended to drain obstructed biliary ducts. Investigation findings conclude a definitive root cause of off -label use was identified. The 02 x zebd -7-4 double pigtail stents were placed across the fistula for a cyst drainage is off-label use. Zebd stents are intended to drain obstructed biliary ducts. Confirmed quantity of 02 devices used. As per the IFU "this device is used to drain obstructed biliary ducts". Bleeding is a known potential adverse event associated with ercp as per the IFU. The complaint is confirmed based on customer/or rep testimony. According to the pmcf study, the event was resolved at discharge or 48-hours post-procedure. The site indicated ¿no treatment at this time¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The event occurred post-procedural (up to 48 hours or until discharge if before 48 hours). The patient experienced a bleeding (haemorrhage) at puncture site (gastric/duodenal). The site described ¿device caused delayed hemorrhage after puncture. Patient losed 2 points of hemoglobin¿. The site indicated that the event did not occur due to a device deficiency. This file will capture the off-label usage of 2 zebd-7-4 stents used. Double pigtail stent across the fistula for a cyst drainage is off-label use. Zebd is intended to drain obstructed biliary ducts. The event was ongoing at discharge or 48-hours post-procedure. The site indicated that the event was treated endoscopically ¿cyst necrosectomy due to systemic inflammatory response syndrome after cyst puncture¿. The patient experienced current hospital stay extended or new hospitalization required.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.